Manufacturer narrative:
The patient sample was submitted for investigation. The customer's tsh results were confirmed. The investigation stated that assays from different manufacturers can generate different results. This relates to the overall set up of the assays, the antibodies used and the standardization methodology.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient tested for elecsys ft3 iii (ft3 iii). The patient was healthy but complained of being tired. For this reason, the medical doctor requested thyroid tests to be run in (B)(6) 2016. In (B)(6), the patient¿s ft3 iii result was elevated (18.1 pmol/l) and the patient¿s ft4 and tsh results were normal. Due to the elevated ft3 iii result a new sample was obtained in (B)(6) 2016 and the patient was tested for ft3 iii, elecsys tsh assay (tsh) and free thyroxine (ft4). These results were reported to the physician who did not believe the ft3 iii results and requested repeat testing by the abbott method. Based on the results provided, erroneous results were identified for ft3 iii and tsh. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. The initial ft3 iii result from the cobas 8000 e 602 module was 18.9 pmol/l. The repeat result by the abbott method was 5.93 pmol/l. The initial tsh result from the e602 module was 3.22 mu/l. The repeat result by the abbott method was 2.13 mu/l. No adverse event occurred. The e602 module serial number was requested but was not provided.